Event description:
The customer reported intermittent loss of fluoroscopic x-ray functionality. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery charger pcb was evaluated and identified as the root cause of the issue. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.